Event description:
It was reported: "on (B)(6) 2021, the PICC catheter was inserted as instructed. On (B)(6) 2022, the b-ultrasound showed thrombosis in the right subclavian, axillary vein, and brachial vein, and the catheter was misplaced to the right internal jugular vein. The catheter was removed and reinserted".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen4660 showed no other similar product complaint(s) from this lot number.